Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot for unexpected restart alarm. The customer receiving another unexpected restart alarm after a battery change. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer states the pump was not stored or not in use for an extended period of time. Customer states pump went dead and then when it came up it had the unexpected restart alarm. The insulin pump will not be returned for analysis.